Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a coronary artery rupture and perforation occurred after implantation of a resolute integrity drug eluting stent. The patient was undergoing coronary angiography which showed that the circumflex branch (cx) was completely occluded. A 3.5 guide catheter was used, and one non-medtronic guidewire was placed through the catheter to the occluded lesion of the cx. After repeated attempts, the guidewire failed to pass through the occluded lesion. Under the support of a microcatheter, the guidewire was changed to pass through the occluded lesion. Then a non-medtronic balloon was used to dilate the occluded lesion, and the 2.25x18mm resolute integrity stent was implanted at the lesion. After the stent was dilated, the angiography showed extravasation of contrast agent, and it was considered that the coronary artery ruptured and perforated. Blood flowed into the pericardium. A total of three stents were implanted and the surgery was successful. After the surgery was completed, the patient returned to the ward safely. Approximately ten minutes post-surgery the patient suddenly lost consciousness, did not respond to calls, and their heart rate and blood pressure slowed down. Cardiac tamponade was considered. Pericardiocentesis was immediately performed, drained 300ml of blood, drew out 350ml of blood and venous pushed back. Fluid infusion and metaraminol pump were given along with an emergency blood transfusion, and interventional occlusion treatment was performed. It was believed that the patient's blood vessels were severely hardened and calcified, or possibly the stent was too hard and had poor flexibility, causing the coronary artery to rupture and perforate. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient 's vessels were thin and small. The physician assessed that there was a possibility that the rupture/perforation event was directly related to the use of the relevant device. The patient is now recovered and discharged from hospital. Two of the implanted stents were not implanted to treat the rupture/perforation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.